Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - a visual and microscopic examination of the device found the device was returned with stent damage. Strut rows in the middle section of the stent were misaligned. The tip and balloon sections of the device was visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. The 80% stenosed lesion eing treated was located in the severely tortuous and moderately calcified circumflex (cx) artery. The lesion was predilated with an unknown balloon. The physician attempted to place the 3.00x12mm promus element stent, but was unable to cross the lesion. The procedure was completed with another 3.00x12mm promus element stent. No patient complications were reported and the patient's status is stable. However, the returned product revealed stent damage. This product is only ous approved but it is similar to an approved us device.